Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6) , batch: 8702367.

Event description:
It was reported that the left s2 drg lead was not providing adequate coverage and was exhibiting high impedances in most of the contacts. As such, surgical intervention took place on (B)(6) 2024, wherein the left s2 lead was replaced and thereby resolving the issue. Investigation was unable to determine which of the leads had high impedances.